Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data and alarm history revealed multiple call service alarms cs078-0008 recorded. On examination, the battery compartment was noted to be cracked below the finger pad. Moisture corrosion was observed on the display screen inside the pump. A leak test failed due to moisture ingress at the battery compartment crack. On investigation, the pump powered on normally. ¿ez-prime¿ steps were performed correctly. No call service alarm cs078 or any errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the alleged complaint. The pump¿s cover was removed for further investigation revealing further moisture ingress affecting the display screen, the cgm module and the motor flex/connector. Unrelated to the original complaint, the display was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.